Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. According to the investigation, a capacitor defect within an "uninterruptible power supply (ups, 15kva eaton ups)" of a third-party manufacturer led to smoke development. As a precaution, the customer shut down the system. A possible patient examination did not take place at the given time. The OEM manufacturer examined the returned ups and was able to confirm the described fault, however, no fire occurred because the component was designed accordingly. At no time was there any direct danger to people or the environment because the system is designed to prevent further damage or injury in such an event, e.g., metal cover around the area where the fault occurred; ul-listed components (underwriters laboratories); protective fuses and so on. Furthermore, the system meets the requirements of iec (B)(4). The system was repaired on site by replacing the affected part. The spare parts consumption of the component was checked and a possible accumulation of faults or even a possible general fault, which would require corrective measures of the installed base, could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred with the artis zee multi-purpose system. It was reported that smoke was coming from the technical room and a fire brigade intervention occurred. No fire was detected and information was provided that the system was not in use at the time of the event. There is no report of impact to the state of health of any patient or user involved. Siemens has requested additional information in order to conduct an investigation of the reported event.